Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon clotted due to the balloon not being flushed. No flush bag was connected. Patient was transferred to another hospital for open heart surgery. There was no reported injury to the patient.